Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(6).

Event description:
It was reported that a chemoclave vented bag spike was found to allow air to pass through the device during an etoposide patient infusion. The reporter stated, ¿the pump detected air frequently. There was no problem after replacing ch14.¿ the event occurred during infusion. There was an unknown concomitant drug and concomitant device involved. There was no bleedback, no biohazard, with chemo, and an unknown user facility medwatch. The device was not reprocessed/ resterilized. The quantity affected is 1 and the sample is available for return. A sample picture is not available. There was no physical damage to the product, and the operator did not see a bubble in the line with the eye. There was no patient harm reported.

Manufacturer narrative:
Received one used. List #ch-14, chemoclave® vented bag spike; lot #unknown. The seal on the chemoclave was observed to be stuck down. The reported complaint of air in line could be confirmed. The returned sample had a crushed spike, which could lead to air in the line. The spike was found to be bent and broken. A short shot was found on the spike. The reported complaint can be confirmed. The probable cause of the damage is due to a molding related issue. A device history lot # review could not be conducted because no lot number(s) was/were identified.